Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP medical intervention was not specified. The device was returned to the third-party service center. During the evaluation, additional findings were observed like reusable pollen by service, blower with contamination, blower box with contamination, blower outlet seal/isol with contamination, heater plate with electric damaged, screw kit with corroded, iso port is damaged, humidifier water tank with contamination, ui bezel plus is scratched. There were twenty error has been identified. 510k number has been updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.